Manufacturer narrative:
Manufacturer narrative: the reason of this surgery was reported as ignition of the cement caused by sparks from metal-metal instrument contact during impaction. The event occurred during surgery, near the patient. The agent was present and inspected the product before use, deeming it acceptable based on its packaged appearance. The surgery was completed as intended, and without delay. No adverse event, patient risk, or negative outcome due to the incident were reported. The devices were disposed of at hospital and not made available to djo surgical for examination. The cement's IFU is attached to this complaint; it cautions against using electrocautery devices near cement application, to avoid risk of causing a fire. Stray sparks from impaction have the ability to ignite flammable cement material as well. A full review of the device history record (DHR) cannot be conducted, as the cement's production lot's work order is not available at this time. The cement was within its expiration date at the time of surgery. No complaints have been filed against any other parts from this lot. No other complaints have been filed that report a similar incident. A possible root cause of this complaint is ignition of the cement caused by sparks from metal-metal instrument contact during impaction. The "appropriate mallet" referenced by the agent in the description of the incident could have been the source of a spark while being hit against the impaction handle, igniting the site due to the presence of freshly-mixed cement, where the liquid component of the mixture is a highly combustible material. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Primary surgery - the physician was impacting the tibia component using the appropriate mallet the cement ignited not sure of cause of ignition.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Complaint - due to the physician was impacting the tibia component using the appropriate mallet the cement ignited. Not sure the cause of ignition.